Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 180 mg/dl the time of incident. Customer was not calling back after receiving a new battery cap. Customer stated that the insulin pump had crack or big chipped part on battery compartment. The insulin pump will be returned for analysis.